Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 5412686, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5412686 was manufactured according to the work instruction (wi) version 73 and packaging in the multivac # m08 on 14-jan-2023, with a total of (B)(4) units. The sub-assembly: assembly the sub-assembly, of the lot 5413527 was manufactured according to the work instruction (wi) version 25 and assembled in the quickset line, on 13-jan-2023, with a total of (B)(4) units. The sub-assembly, of the lot 5413528 was manufactured according to the work instruction (wi) version 25 and assembled in the quickset line, on 14-jan-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5413531 was manufactured according to the instruction (wi) version 37 and manufactured in the line mp04, mp05 and mp08, on 09-jan-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Patient country: united statespatient city: (B)(6)

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing cracked event on (B)(6) 2025. The patient reported hyperglycemia at the time of the event. The blood glucose was reported to be over 526mg/dl. The set was used for two hours. The patient replaced infusion set and resumed insulin deliveries successfully no further information available.